Event description:
It was reported that the customer went to the hospital due to diabetic ketoacidosis and a blood glucose (bg) level that was high, however, a specific value was not provided. The customer was treated with insulin therapy and was discharged on (B)(6) 2026 with no permanent damage. Reportedly, a cartridge alarm occurred during insulin delivery. Reportedly the customer continued to use the pump for insulin therapy.